Event description:
The account alleged that the mattress ticking had fluid ingress. No impact/injury.

Manufacturer narrative:
The mattress ticking was recently replaced. Technician requested the mattress ticking be sent back for failure analysis to determine if the new ticking allowed the fluid ingress or the fluid ingress happened prior to the new ticking being installed. The account will be ordering a new mattress to resolve this issue. No serial number available. No further info is available on the repair of the bed at this time.